Event description:
The complainant reported that during a stone removal procedure the balloon ruptured leaving the balloon material in the common bile duct. In preparation for the procedure, the duct was dilated about 20 mm, the scope was inserted at an angle in the stomach and the papilla was dilated by the balloon. Three stones were removed with the extractor balloon with no problems and two stones were crushed by a zeon basket. When the balloon was reintroduced and advanced to remove the crushed stone, the proximal catheter kinked and the device was not able to be advanced further into the bile duct. The balloon was then inflated and it ruptured. When the device was removed it was found that the balloon material was left inside the bile duct. The guidewire was pulled and the balloon material exited the bile duct into the duodenum. It is unk whether all the material was removed from the bile duct. The physician did not do further testing and did not plan any additional procedures. The material was left to pass naturally and a zeon basket was used to complete the procedure. No adverse affects to the pt were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.